Event description:
It was reported that this lead shows malfunction diagnosis. This lead was removed and a new one was placed. No additional adverse patient effects reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.